Manufacturer narrative:
H6: upon further review fdd/annex a codes were updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the patient is a diabetic. Their child bought them a blood glucose monitor. They just installed it today and it looks like they were having a reaction. Patient has to wear the disk on their arm with a needle and then has a monitor they hold up to it to do the reading for their blood reading. Patient doesn't know if they can use with bladder stimulator or not. They felt like their bladder is stimulating from the blood glucose machine they just installed and they felt the stimulation in the vagina. Their friend put the needle disk on their arm at 2:30pm and did the reading at 3:30pm. About 5 o'clock they felt stimulation in vagina while sitting and watching tv and has never felt that before. They cut it off and it is still going off. Agent told patient to call the manufacture to see if there is a contraindication to using the blood glucose monitor with other medical devices. The patient's relevant medical history included diabetic. Agent explained the blood glucose monitor is not going to increase their intensity of stimulation unless it has really strong emi. We wouldn't anticipate change in stimulation from the blood glucose monitor. Agent suggested it could be related to positional movement that caused it. Patient said they were just sitting down now. Agent told them if the stimulation is too strong then they can decrease the stimulation. Patient thought it at 1.0. They didn't think the stimulation is the problem. The patient is going to call the manufacture of the blood glucose monitor.